Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the probe would not fit in the trocar during a vitrectomy procedure due to a bulge in the front metal of the laser optical fiber. The procedure was completed after replacing the probe. There was no patient harm.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed excess adhesive in the nitinol-cannula junction. The laser probe did not meet product specifications. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).